Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one 3.0x12mm nc sprinter coronary balloon catheter. Coronary angiography was performed and based on the results, a crush procedure with double stents was planned to be performed to treat the left main (lm) artery lesions. After replacing the 7f sheath and inserting the guidewire, the lm artery lesion was dilated using a compliant balloon, a cutting balloon, and a non-compliant balloon in sequence. Intravascular ultrasound examination showed calcification and severe stenosis at the terminal end of the lm artery and the opening of the circumflex (cx) branch. Two 3.0x24mm and 3.0x18mm non-medtronic (mdt) stents were implanted in sequence from the middle and distal part of the cx branch to the tail of the main artery, and deployed at 9 atm. A 3.5x12mm non-mdt balloon, pre-buried in the anterior descending branch, was withdrawn to squeeze the stent in the main artery. The guidewire was reset to the cx branch, and a 2.5x12mm nc sprinter balloon was used to dilate the cx branch opening. Then the 3.0x12mm nc sprinter balloon, was inserted to expand the mid-segment stent of the cx branch at 12 atm. It was reported that the balloon could not be retracted. After trying various methods, the balloon still could not be retracted. The pressure pump failed to retract the balloon after multiple withdrawals, even after replacing with the 50ml threaded syringe, the balloon still failed to retract. Under the support of the microcatheter, the non-mdt hydrophilic coated guidewire could not be passed through the balloon to the distal end of the cx branch. The non-mdt cto puncture guidewire was replaced again, but the balloon could not be punctured. A non-mdt guide extension catheter was inserted along the balloon shaft but did not reach the proximal end of the balloon. The patient continued to have chest pain and was given morphine 5mg, 3mg, and 3mg, but the analgesic effect was poor. After the patient condition was stabilized, the patient was immediately transferred to a higher-level hospital for surgery. No further patient injury reported.